Event description:
It was reported to resmed (B)(4) that a system fault was observed on an astral device. There was no allegation that the patient's therapy was interrupted. Reference MFR #3004604967-2014-00024.